Event description:
A caller reported a malfunction on their tandem pump, with the issue being identified as malfunction 199, specifically highlighted by the code malf 16. There were no notable events preceding this malfunction, and there was no adverse impact on the customer's blood glucose level. As the pump was out of warranty, it was not replaced, and there was no further corrective action indicated.